Manufacturer narrative:
(B)(4)

Event description:
It was reported that high pacing lead impedance was observed. The device was reprogrammed. Patient monitoring will continue.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that during lead replacement due to high pacing lead impedance externalized conductors were noted. The patient condition was fine.

Manufacturer narrative:
Correction to initial MDR: recall # z0458 was added in error. The recall # z0458 that was included, is not associated with the durata device involved in this event.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.0cm was returned for analysis. External insulation abrasions were noted at 26.7-27.0 cm, 27.2-27.4cm, and 35.6-36.2cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.